Event description:
Ruptured cuff on posterior aspect. From mhra report: audible leak heard by staff nurse referred to ent following discussion with consultant ? Cuff issue. No harm to patient. Scheduled tube change in theatre by ent surgeons.